Event description:
It was reported that the atb35 was used during a video assisted thoracic surgery procedure. It was reported by the affiliate that the cartridge fell into the pt. The cartridge was retrieved from the pt.

Manufacturer narrative:
Endopath ets flex-based upon the inquiry information received, the visual examination, and the functional testing, no conclusion could be reached as to why the cartridge reportedly "fell out of the instrument" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The cartridge retention feature was measured and found to be within design specification. The instrument was disassembled to examine the internal components and no deformetion could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated.